Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This report is for system error 2240, where the home patient (hp) left an open clamp on the unused supply line during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) machine during the initial drain, while the hp was connected. The hp left an open clamp on an unused supply line during therapy. The technical service representative (tsr) explained the alarm and assisted the hp with clearing it. The hp was going to use all new supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.